Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.